Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 12/23/2023 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer's service center, the device was visually inspected and found no evidence of foam degradation. There were zero errors found. The manufacturer's service center concludes that there was no visible foam degradation. Section d, section g and h is updated in this report.